Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no patient or user harm: no case description: customer receives error 260.4130 at power on 8100 (s/n (B)(4)). Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: customer receives error 260.4130 at power on 8100 (s/n (B)(4)). Customer mentions they had replace the bezel assembly on the device, then received the error. Explained problematic fault associated with the pressure sensors. Assisted customer to troubleshoot, and isolate problem fault with pressure sensors. Suggested to customer to interchange the logic board, to identify any circuitry failure. If same results from testing, customer to repair/replace the pressure sensor if needed. Informed customer, if any further concerns and/or issues to give a call back. End call.